Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the back of the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version 2.10h retainer ring = clear customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, pillowing overlay, stained overlay, cracked overlay, cracked retainer, cracked reservoir tube lip, broken belt clip rails and scratched case. Customer has returned pump due to broken belt clip rails. Broken belt clip rails confirmed during visual inspection. (B)(4).